Event description:
It was reported that the patient presented in the or for a ventricular tachycardia ablation. During this procedure, the patient received external defibrillation which placed the device in backup mode. The device was explanted due to an message that there w...

Event description:
It was reported that the patient presented in the or for a ventricular tachycardia ablation. During this procedure the patient received external defibrillation which placed the device in backup mode. The device was explanted due to an message that there was high voltage output circuitry damage and that high voltage therapy would not be delivered. The patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of a device reset was not confirmed in the laboratory. Upon receipt, the device was interrogated and no anomalies were found. It is believed that the reset was cleared in the field prior to receipt. The device was tested on the bench and a high voltage output transistor was found to be damaged. Shorted output stage detection was also noted. The cause of the damaged output transistor could not be determined.